Event description:
Pump alarm 20 was reported while the device was pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge correctly, allowing them to successfully resume insulin therapy, and there was no need to replace the pump.